Event description:
The customer reported that the system continues to emit x-rays after the foot switch was released. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot switch was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.